Event description:
"Equipment malfunction" alarm on alaris pump sounded. Technician responded first & was unfamiliar with what she should do. Rn responded & removed malfunctioning equipment with all IV supplies attached.====================== health professional's impression======================not applicable====================== manufacturer response for infusion pump, infusion pump======================awaiting response